Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line/set) occurred on a homechoice (hc) device during automated peritoneal dialysis (apd). The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that a supply bag disconnected from the hc cassette. A technical service representative (tsr) reviewed proper procedures with the hp. The hp did not complete the rest of therapy after the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.